Event description:
It was reported that a (B)(6) female patient underwent breast surgery with 275cc mentor memorygel breast implant and experienced unknown side capsular contracture; baker grade unknown postoperatively diagnosed during an annual visit with the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number is either (B)(4) (left side), or (B)(4) (right side). Supplemental report will be submitted upon receiving additional information, or clarification.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with 275cc mentor memorygel breast implant and experienced unknown side capsular contracture; baker grade unknown postoperatively diagnosed during an annual visit with the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number is either (B)(4) (left side), or (B)(4) (right side). Supplemental report will be submitted upon receiving additional information, or clarification.

Manufacturer narrative:
On february 22, 2022, mentor became aware that manufacturing and expiration dates of lots were mistakenly not included under h10 narrative of the initial report. They have been included below: the serial number is either (B)(6) (left side), or (B)(6) (right side). Supplemental report will be submitted upon receiving additional information, or clarification. Lot 7367388 (left): manufacturing date: august 23, 2016, expiration date: august 19, 2021. Lot 7411464 (right): manufacturing date: december 17, 2016, expiration date: december 16, 2021. Manufacturer¿s reference number: (B)(4). Manufacturing and expiration dates of lots were mistakenly not included under h10 narrative of the initial report.